Event description:
Caller alleged discrepant inratio precision results. Results as follows: date: last week, inratio: 1.7. Doctor's meter (type unk) inr was equivalent (caller didn't give specific number). Date: (B)(6) 2012, 1st inratio: 7.5, 2nd inratio: 1.x, 3rd inratio: 4.4. Date: (B)(6) 2012, 5.5. Less than 2 hours between all tests. Pt self tester was given lovenox last week, the day before correlation against their doctor's meter. Pt hasn't been given lovenox since, but they did increase her dosage. Pt's son reported having a difficult time collecting blood sample.

Manufacturer narrative:
Customer had difficulty collection blood. This may affect coagulation test and lead to unexpected inr results or errors in testing. Inratio precision data provided by end-user lot: date: (B)(6) 2012, 1st inr: 7.5, 2nd inr: 1.x, 3rd inr: 4.4, mean: 5.95, sd: 2.19, %cv: 36.84. Since %cv is more than (B)(4), the precision test failed the criteria for precision. (Inr result of 1.x was excluded since it is not a real number.) Additional investigation is required. Inr results from other dates were excluded because time between exceeded three hours. Since time between tests exceeded three hours, there is a high possibility that the discrepancies are due to changes in the status of the pt. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. Recent test conducted on lot #271135 on (B)(6) 2012, met accuracy and precision criteria. Test results are as follows: donor (B)(6) = 1.9, 1.5, 1.7 inr; donor (B)(6) = 4.0, 3.6, 3.6 inr. All replicates are within the allowable bias ((B)(4)) of reference results for donor (B)(6) (1.71 inr) and donor (B)(6) (3.65 inr). In-house test results have (B)(4), respectively for each donor and are less than (B)(4). No further investigation will be pursued at this time. Conclusion: for the "last week" test, pt was taking heparin. Per product user guide - limitations, "this test should not be used for pts on heparin therapy." This would be considered off-label use of the product. Analysis of the client's data from repeat inratio tests ((B)(6) 2012) revealed that test results did not meet precision criteria. For the test performed on (B)(6) 2012, a single inratio test result was reported and no lab reference test was performed. Customer having a difficult time collecting blood may affect test result accuracy. No product was expected to be returned, in-house therapeutic sample testing with retain strips met accuracy and precision criteria. As of (B)(6) 2012, 23 discrepant result complaints were reported for lot #271135 yielding a complaint rate of (B)(4). This failure mode will continue to be monitored. Corrective action not required at this time.